Event description:
A non-healthcare professional reported that after a cataract extraction with intraocular lens (iol) implant procedure, lens was explanted due to patient being unable to drive at night due to halos, ghost images and intolerance. The lens was replaced with another lens. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been two another complaint reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received stating there was no patient harm and patient was not hospitalized as a result of this event.

Manufacturer narrative:
Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).